Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-mar-2022 / serial#: (B)(6) d9: no h3: no h4: mfg date: 16-mar-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system - driveline cover d4: model#: 1175 / catalog#: 1175 / expiration date: / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient experienced two brief ¿electrical fault¿ alarms on the controller display while the system remained in use. The first alarm occurred while walking from the lounge to the kitchen. The alarm self-resolved shortly thereafter; a second similar alarm then occurred and also resolved quickly. The patient also reported multiple driveline sheath damages over the years that had been repaired by the vad team, most recently in 2023 using unknown tape. During remote discussion and video consultation, the driveline cover could not be fully pulled back over the old tape and was only movable enough to expose the top of the driveline connection, which was described as unsafe for emergency access or potential controller exchange. A vad engineer reviewed logfiles remotely, and a driveline inspection and repair were planned to determine whether a sheath repair would be sufficient or whether a splice repair would be needed due to suspected damage to one of the six driveline wires. An x-ray was planned prior to the repair to assess the condition of the six driveline wires. The vad, the dl cover, and controller remain in use. No patient complications have been reported as a result of this event.